Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise that was oversensed on the right atrial (ra) channel. Technical services (ts) reviewed the data and noted the noise was related to the minute ventilation (mv) feature, and that the signal artifact monitor (sam) feature appropriately switched the mv sensing to the right ventricular (rv) channel. It was further noted that the ra channel exhibited variable in-range impedance values with the associated non-boston scientific atrial lead. As the mv remained functional on the rv channel, further monitoring was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise that was oversensed on the right atrial (ra) channel. Technical services (ts) reviewed the data and noted the noise was related to the minute ventilation (mv) feature, and that the signal artifact monitor (sam) feature appropriately switched the mv sensing to the right ventricular (rv) channel. It was further noted that the ra channel exhibited variable in-range impedance values with the associated non-boston scientific atrial lead. As the mv remained functional on the rv channel, further monitoring was recommended. This device remains in service. No adverse patient effects were reported.